Event description:
Medtronic received information that the console was powered on for about 10 minutes and then there was a loud pop and burning smell. The console then turned off. The user tried turning the console back on and received a ¿no input detected¿ screen and console did not power on (no noises from the console). No patient complication was reported. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed through testing. The power supply failed the inspection due to power off. For the console n-6267, the 6 amp fuse and power supply replacement resolved the power failure issue.